Manufacturer narrative:
We were notified of a lawsuit in which a "bovie unit" burned a woman and her child during a c-section. However, after repeated attempts to obtain more information including a part number, lot number, name of device, etc., we did not receive anything back. We are unable to determine if this device is our product or not, and if it is ours, which product it is. The complaint could not be confirmed and root cause could not be established. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "during a cesarean section, plaintiff sustained unintended thermal injuries, including but not limited to second and third degree burns and/or internal tissue damage. Defendants, the doctor and/or jane/john does 1-30 left the bovie unit out of its safety device and set it on the patient's legs, burning her legs. During the skin-to-skin contact with the newborn, it was discovered the bovie unit was not turned off or secured in its holder. Infant experienced severe burns on his back, buttocks and/or hip."